Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was displaying its charge-pak and attention icons and when the lid is opened, the voice prompts would not completely cycle through as they should. The device could not be used if the voice prompts aren't working properly. There was no pt use associated with the reported failure.